Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed a red, painful rash and abrasions on the skin underneath the part of the lifevest garment that contains fabric stitching. The patient indicated no history of skin sensitivity. The patient was advised by their physician to use hydrocortisone cream on the affected area. The patient indicated that after using the ointment, the condition of the rash had improved.